Event description:
It was reported that the 9600 system had an error message and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were found to be bad. The customer will replace the batteries. A follow up report will be filed when additional details become available.